Event description:
It was reported that a patient underwent a shoulder repair procedure on an unknown date and suture was used. The patient developed an abscess and was brought back to the operating room to remove the suture that caused the abscess. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The suture is supplied in sterile and pyrogen-free condition therefore should not be considered the primary source of the surgical wound infection. No suture deficiency was noted.